Event description:
A malfunction alarm with the code malf 12 was reported, occurring at least three times with no notable events prior. No specific information was provided about whether the customer's blood glucose level exceeded 500 mg/dl, with the customer declining to answer. To address the issue, the customer was instructed to put the pump into storage mode and return it to tandem using a pre-paid label. A replacement pump was arranged, and the customer planned to use manual injections for insulin therapy in the meantime.